Event description:
It was reported by the sales rep that the scrub tech noticed the hand piece was leaking during or setup. There was another hand piece available to use for the procedure. There was no patient contact and no injury reported. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On february 19, 2009 the saw involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the saw performed within specifications.